Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer. The fse observed a defective solenoid valve. The fse replaced the valve to resolve the issue. (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(6).

Event description:
The customer reported erroneously low crp (c-reactive protein) and total bilirubin patient results on the au680 chemistry analyzer. There was no report change to treatment, injury, or death associated with this event.